Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the physician programmer displayed a broken programmer symbol during interrogation. The healthcare provider did not record any of the codes on the screen. A second programmer was used and indicated that the pump had 'been stopped for roughly 6 minutes.' The patient was reported to be 'fine,' and the pump was started again without problems. The drug used within the pump was lioresal. Additional information was requested but not available at the time of this submission.